Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While surgeon was impacting the cup into the socket the end of the impactor broke off. Opened another impactor and continued to impact the cup into place. Less than five minutes was lost due to the breakage. No adverse event to patient.

Manufacturer narrative:
Examination of the photographed device confirms the reported event of handle end cap breakage. Previously, seven pinnacle straight impactors (p/n 221750041) were evaluated by metallurgy. Like the other impactors evaluated, this one was fractured through the pinnacle impactor end cap (p/n 221750018). The distal fracture surface of the end cap was examined using stereomicroscopy and scanning electron microscopy. On the basis of these observations, this impactor fractured in the same manner as those previously evaluated. The impactor was repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. No evidence of manufacturing or material defects was observed that could contribute to the failure of these components. Based on the performed investigation, corrective action is not needed at this time. Continue to monitor via post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.